Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that while placing a gamma 3 nail 200m, the set screw did not in engage in the nail when trying to lock the lag screw (nor the backup screw). Even after extraction on the table, the set screw did not engage in the nail. Event occurred during the first surgery. Additionally, it was reported that there was a 30 minute surgical delay.

Manufacturer narrative:
The reported event could not be confirmed. The device inspection revealed the following: the identification of the returned devices was confirmed based on the catalog # and lot # marked on the nail. The nail and the set screw are new, no major traces of use could be observed. The polyamide ring of the set screw was not damaged, as no thread marks were observed, which suggests that the device was not fully inserted inside the nail. The insertion of the set screw inside the nail was performed with the required flexible screwdriver. Compressive and torsional force was necessary since resistance could be noticed during the insertion of the set screw, as advised in the operative technique. The assembly was performed as intended, showing that both implants are functional. Dimensional inspection confirmed that the set screw is within specification. Based on investigation, the root cause was attributed to an user related issue. The user most probably failed to properly apply the force required to insert the set screw. It could also be possible that the nail and the set screw were not fully aligned during the insertion or that bone debris were present in the nail's thread, which, could have prevented the insertion. As a reminder, the instruction for use clearly state that: " push the set screw driver down until the set screw engages with the corresponding thread in the nail. While inserting the set screw, you may feel slight resistance. Turn the screwdriver handle clockwise under continuous pressure. You may notice a resistance when turning the set screw. This is because the set screw thread is equipped with a self-retaining feature to prevent spontaneous loosening. Keep turning the set screw until you feel contact in one of the grooves of the lag screw." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that while placing a gamma 3 nail 200m, the set screw did not in engage in the nail when trying to lock the lag screw (nor the backup screw). Even after extraction on the table, the set screw did not engage in the nail. Event occurred during the first surgery. Additionally, it was reported that there was a 30 minute surgical delay first attempt was back up set screw which also failed. Then gamma nail was taken out and attempted to place set screw on instrument table and failed with initial and backup set screw. Finally, another nail, 180mm as only one 200mm was available, was placed without any problems.